Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer also reported that report could not be seen on carelink. Customer was not able to troubleshoot at the moment for no delivery alarm. It was found that data was not showing on carelink due to incorrect date and time. Customer would call back to troubleshoot for no delivery alarm. Customer's blood glucose was not reported.